Event description:
The device was used during a low anterior resection. The device could not be fired due to a high force to fire. The case was completed with a like device with no patient consequence.